Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was no patient contact with the lens and the lens was not inserted or removed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the plunger over rode the lens. The lens was explanted and replaced with another unspecified lens during initial procedure. The procedure was completed on same day without any harm to the patient.